Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-02696. D10- medical product: unknown femoral. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient states the implant has moved from original position and cannot put weight on the leg. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient was discharged in stable condition; subsequently, the patient reported cannot walk on left leg and bad pain. However, no records for this have been provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) for a left tibial plateau fracture that occurred two weeks prior to surgery due to a motor vehicle accident. During the procedure a proximal tibial plate was fixed with 3.5 cortical screws. No intraoperative complications reported. Subsequently, the patient has reported that the implant has moved from the original position and the patient cannot put weight on the leg.